Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor (dist) regarding a patient receiving gabalon of an unknown concentration at a daily dose rate of 60 mcg via implanted infusion pump for cerebral palsy. It was reported that exposure of the pump was observed at the pump's peripheral site. The onset of the pump exposure was unknown. Regarding outcome of the adverse event, unrecovered as of ¿2025-jan-30¿ was indicated. It is believed that this is likely caused by skin weakening due to a skin infection. Cleansing and suturing were performed on 2025-jun-05. It was indicated that there was no causal relationship to itb therapy. Regarding pump exposure it was further reported that the causal relationship to drug, pump, and catheter were unrelated but unknown if related to procedure.

Manufacturer narrative:
Continuation of d10: product ID 8711 lot# (B)(6) serial# . Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# hg6zgyw07, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the onset date of the pump exposure was (B)(6) 2025. When asked if the event was resolved, it was stated that the patient was under observation for infection only. Additional information received from a foreign health care provider (for, hcp) via a distributor (dist) indicated that the patient was treated during hospitalization. The pump exposure and skin fragility was resolved, but the infection was under observation. The details after that were unknown.